Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the unit was not in use on a patient, and therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacture's service technician was able to duplicate the customer reported problem. The service technician confirmed diagnostic codes in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.